Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was explanted and replaced with a non-rechargeable device. The replaced ins was helping with the stomach even though the patient didn't need help in that area. The area patient needed help with was her bilateral legs. Patient also reported that the replaced ins stopped working in 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.